Event description:
It was reported that an ilet user experienced multiple pump alerts including infusion set expired, sensor expired, sensor failed, and sensor signal loss, and the dexcom g7 sensor did not pair to the ilet due to an incorrect pairing code, which resulted in prolonged pairing attempts until the correct code was entered. Symptoms included no continuous glucose data available to the pump during the pairing failure. Outcomes included the user being advised to use bg run mode for a limited duration and to transition to backup therapy if cgm connectivity could not be restored. Investigation included remote troubleshooting with device restarts, phone restart, firmware update, verification of pairing codes, and guided re-pairing steps. Investigation of this case revealed user input error of the sensor pairing code and subsequent successful pairing after correction. It was concluded that the event was attributable to user error in entering the sensor pairing code and that device function was restored after correct pairing.